Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer shaved around the stoma about 2 weeks ago. When he changed the wafer two days latter there appeared to be redness like a razor burn and itching. Since then the area is now blistering and weeping. He notified his gi doctor who referred him to the emergency department. Physician suggested crusting with (B)(4) powder but no comments were made as to whether he was having an allergic reaction or not. He saw the physician yesterday. At this time he is having intense itching and some of the redness is migrating from beneath the wafer edges. No medication was prescribed.